Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a 2000ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bag was leaking. The leak was discovered prior to patient use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The device was not returned and the reported lot number was not valid; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.